Event description:
Information was received indicating that this cadd extension set exhibited leaking while in use with the patient. Subsequently, the patient switched the tubing. No adverse effects were reported.